Manufacturer narrative:
(B)(4).

Event description:
It was reported that since implant the implantable neurostimulator (ins) didn¿t help with the physical pain. The trial seemed to work and the patient stated she started having issues when she tried to adjust it herself. She saw the manufacturer¿s representative (rep) three to four times to try and adjust the settings in 2013 but could never get the setting right where it would help the patient without getting jolted. The patient was in the surgeon¿s office when she showed them what happened with the jolting and stated it jerked her whole body while at an appointment in 2013. It got to the point where to use stimulation it would cause a jolt. As a result the ins was removed in 2013 because it wasn¿t working and they wanted to put a drug pump in, but she didn¿t have it yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the stimulator only worked for one year after implant. The patient had to turn up the stimulation high to manage their pain and that caused an uncomfortable shocking sensation. This caused the patient¿s body to convulse. This occurred in (B)(6) 2013. The device was explanted. The patient asked how long it would take to get an ID card after implant of a morphine pump and asked about healing time after implant.

Manufacturer narrative:
Concomitant medical products: product ID: 37081, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37081, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777, lot# va01ruq039, implanted: (B)(6) 2012, product type: lead. Product ID: 3777, lot# v638923021, implanted: (B)(6) 2012, product type: lead. Product ID: 97791, lot# n357060, implanted: (B)(6) 2012, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).